Manufacturer narrative:
Date of event is unknown. The date received by manufacturer has been used for this field. Investigation summary: a complaint lot history check was performed on lot # 0238790 for cannula separates pe. This is the 1st. Related complaint for cannula separates on lot # 0238790. A review of risk management document 10000574510, revision 03, indicates that the potential risk of this specific reported incident (pen needle: cannula separates pe) was captured and addressed. No samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. Complaints received for this device and reported condition will continue to be tracked and trended. If samples are received in the future the complaint will be reopened for further investigation. A lot history review was carried out and no related non conformances were raised in association with this packaged lot concluding all inspections were performed as per the applicable operations and met qc specifications.

Event description:
It was reported that while using bd ultra-fine¿ short pen needle, the cannula pulled out with the removal of the inner shield. No patient impact was reported. The following information was provided by the initial reporter: found several when removed inner shield the metal needle part removed with the inner shield. No injury.